Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a week ago the cardiac resynchronization therapy defibrillator (crt-d) alarmed five times and was informed that the alerts were triggered by lead impedances. The patient also reported that an additional interrogation was performed and was informed to contact the manufacturer if he hears the tone again. The patient was referred to the physician. The lead remains in use. No patient complications have been reported as a result of this event.